Event description:
It was reported by service report that the foot left load cell is giving error code 203 and it was affecting the scale/bed exit. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.